Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. There was blood on the helix and sleevehead.

Event description:
It was reported that during the implant attempt, the lead always had poor measurments through the analyzer (impedance, sensing, thresholds). The physician replaced the lead with a new one. No patient complications have been reported as a result of this event.